Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging properly. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & conclusion code), h10. The nrc received the power management board from the supplier. The supplier confirmed customer defect and replaced component q27. The board passed testing after replacement. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Manufacturer narrative:
The customer returned the suspect power management board to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and observed visual damage at q27. The q27 shorted. Due to the damage of q27 the board will not be tested. The past experience has shown that when q27 is not working the batteries will not charge. The senior repair technician sent the part to supplier for failure analysis as per procedure.

Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging properly. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to duplicate the customer's reported issue and replaced the power management board to correct the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging properly. There was no patient involvement and no adverse event was reported.